Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes; d.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned (2) loose 3/10cc, 6mm syringes. Customer states that there was a clear oily substance on her needle tip when she pushed on the plunger. Both returned syringes were tested and one syringe exhibited a clear drop of liquid coming out the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Unable to perform DHR check for foreign matter on needle tip due to unknown lot number. Root cause for this defect cannot be determined.

Event description:
It was reported that a syringe 0.5ml 31g 6mm s/c u-100 relion had foreign matter before use. The following was reported by the initial reporter: "it was reported clear oily substance" on her needle tip when she pushed on plunger. Pet owner reported seeing "clear oily substance" on her needle tip when she pushed on plunger prior to injection stated, did not use the syringes she found with that "substance"."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a syringe 0.5ml 31g 6mm s/c u-100 relion had foreign matter before use. The following was reported by the initial reporter: it was reported clear oily substance" on her needle tip when she pushed on plunger verbatim: pet owner reported seeing "clear oily substance" on her needle tip when she pushed on plunger prior to injection stated, did not use the syringes she found with that "substance".

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that a syringe 0.5ml 31g 6mm s/c u-100 relion had foreign matter before use. The following was reported by the initial reporter: "it was reported clear oily substance" on her needle tip when she pushed on plunger verbatim: pet owner reported seeing "clear oily substance" on her needle tip when she pushed on plunger prior to injection stated, did not use the syringes she found with that "substance". "